Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-nov-2019, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2019, UDI #: (B)(4). Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the lead had migrated again a couple of weeks prior to the report (2019). The patient would have a revision done again and they will change the leads to paddle/surgical leads. No further complications were reported.